Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon releasing the valve from the delivery catheter system (dcs), the valve dislodged. Subsequently, a second valve was implanted. The first valve remains in the ascending aorta. No adverse patient effects were reported.